Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses (two contralateral leg endoprostheses). After all devices were implanted, a type ii endoleak was observed, but no treatment was performed. After the patient returned to ICU, it was confirmed that a value of hb was not well. A contrast CT was taken, just in case, and it didn¿t reveal a rupture but it suspected a proximal type I endoleak. In the same day, the patient was back to the operation room and an angiography revealed a proximal type I endoleak, a type iiia endoleak from near the gate of the trunk ipsilateral leg endoprosthesis and a distal type I endoleaks from both legs. The minor type ii endoleak also remains. A gore® excluder® conformable aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally to resolve the proximal type I endoleak. A ballooning was performed to near the gate and both legs to resolve the type iiia endoleak and the distal type I endoleaks. The angiography revealed the proximal type I endoleak, the type iiia endoleak and the distal type ib endoleaks were resolved. The patient tolerated the procedure. The physician suggested that the endoleaks might have occurred because there was severe calcification and a balloon catheter which was used in the initial procedure was softer that a balloon catheter which was used usually. And he said that all endoleaks had been minor.